Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to hospital with lead dislodgement due to twiddlers syndrome. Lead was explanted and replaced. There were no further adverse consequences.